Manufacturer narrative:
The product was not returned. The use of qualified associated products was indicated. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There were no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after implantation of an intraocular lens (iol) it was found to be cracked. The lens was replaced with a backup lens during the same procedure. There was no patient harm.